Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the foot clutch cover was coming off. The customer called in to report that they were using one of the surgeon side console's (ssc) and the foot tray clutch button was getting stuck. The site stated that they checked for obstructions, but found that the clutch cover was coming off. The site had a second ssc connected to the system and the surgeon moved over to the second console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the pins had been recessed in and were no longer holding the clutch button in place. The fse replaced the foot tray on the ssc. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The clutch cover button was coming off due to the clutch button pins on the footrest were pushed in and could not holding the clutch button in place. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to faulty foot clutch. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.